Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
A surgeon called the field service engineer (fse) and told him about problems he had during the case. The surgeon started the system and the system crashed, after he pressed the rosa brain logo. After the crash, the system was shut down/powered off and did not power on. System was powered off and restarted. The surgeon told that the crashing after selecting rosa brain and the not powering on happened each 2 times.

Manufacturer narrative:
DHR review and review of complaint history were not performed based on the low severity of this complaint. The analysis concluded that the device shutdown was due to an overrun of a driver provoking the crash of the operating system. This event can be provoked by either a compatibility issue or too many queries requested by the user. Then, the device was powered off and did not power on. This event likely occurred because the user did not wait at least ten seconds before turning the device on after the crash. No more evidences are provided to determine the root cause for issues.

Event description:
A surgeon called the field service engineer (fse) and told him about problems he had during the case. The surgeon started the system and the system crashed, after he pressed the rosa brain logo. After the crash, the system was shut down/powered off and did not power on. System was powered off and restarted. The surgeon told that the crashing after selecting rosa brain and the not powering on happened each 2 times.